Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01044, 0001825034-2018-01045, 0001825034-2018-01046. Concomitant medical products: cat 195203 ¿ lot 568760 - vgxp intlk fmrl rt 60, cat 195248 ¿ lot 752060 - vngd xp inlk pri tib tray 69mm, cat 195332 ¿ lot 946010 - vgxp xp e1 tib brg rl 9x71. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Device history records were reviewed and no deviations related to the complaint were noted. The reported devices are used for treatment. The following components were reviewed for compatibility with no issues noted: pn 195203 ln 568760; pn 195248 ln 752060; pn 195332 ln 946010; pn 195402 ln 970040. Review of the operative record indicates that the surgeon noted no complications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 504 - the patient underwent surgery for right knee on (B)(6) 2014 and during the follow ups it was reported that the patient had problems walking, problems performing usual activities, moderate pain in right knee during her 3 month and 6 month follow up visits. Moderate pain, moderately painful to stand up, often limping, impossible to kneel, pain in bed most nights, pain has moderately interfered with usual work, moderately difficult to walk down stairs, moderate continual pain in right knee during one year follow up visit. Patient reported use of a cane.

Manufacturer narrative:
Corrected: event date. This complaint remains closed, as the corrected information does not affect the outcome of the investigation.